Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Device was monitored for 24 hrs and no missing segments, partial display or blank display anomalies noted. Power connector plug in and locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had partial display. No harm requiring medical intervention was reported. Customer stated that they performed self-test. The customer stated that insulin pump was neither dropped nor bumped. The insulin pump will be returned for analysis.